Manufacturer narrative:
A visual examination of the stent found signs of stent damage. Stent struts from the distal section of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured using a snap gauge and the result was 0.0405", this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that the device could not cross the lesion. The target lesion was located in the 95% stenosed moderately tortuous, moderately calcified left circumflex artery. During the procedure, this 24 x 3.00 promus premier select balloon expandable stent could not cross the lesion. The device was removed and the procedure was completed with a different device. However, device analysis revealed stent damage.